Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2018-13069. It was reported the patient experienced pain due to their pns lead was exposed. Therefore, during the revision on (B)(6) 2018 the physician explanted both scs systems at the patient's request.